Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead  exhibited undersensing on stored electrograms (egm) resulting in possible false device classification of episode termination. Chronically low r waves were also noted on the right ventricular (rv) lead. Both pacing leads remain in use. No patient complications have been reported as a result of this event.